Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a stress problem resulted in a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited detached adhesive from the distal end and on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date from the legal manufacturer's final investigation. Updated fields: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.